Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis and infection in body, on (B)(6) 2019 with blood glucose level was 1033 mg/dl and treated with intravenous saline, insulin and antibiotics. The customer was assisted with troubleshooting. Customer states they took the insulin pump off and removed battery, when they were in the hospital then they placed new battery in and insulin pump not turning on. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was blank currently. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states display returned after insulin pump restart. The insulin pump will not be returned for analysis.